Manufacturer narrative:
(B)(4). Only event year known: 2021. Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: could you please provide more details for "something seemed wrong with the stales"? They did not staple did the device staple? No. If the device stapled, was the staple line complete? N/a. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? N/a. Did the device cut? N/a. If the device cut, was the cut line complete? N/a. Were the cut line and staple lines equal? N/a. Was the device fired across a staple line? Yes. Could you please clarify if there were any patient consequences? No. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No.

Event description:
It was reported that they first stapled with the blue reload, that all went well, refill was with the golden reload and then the device refuged to staple, something seemed wrong with the stales so they choose to over stitch the seam. Procedure: right hemicolectomy.

Manufacturer narrative:
Pc-(B)(4). Date sent: 06/07/2021 d4: batch # k5ck2w h6: component code = mechanical (g04) device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tlc75 device was received with the anvil shroud broken, with no reload present. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties and no reload was returned for analysis, the instructions for use do contain the following caution: the staple retaining cap ensures proper staple orientation and protects the staple leg points during shipping and transportation. While no conclusion could be reached as to how the damage to the device occurred, it is possible that the damaged was due to an improper handling of the device. Please reference the instruction for use for more information.